Event description:
Marcaine was drawn into the 10cc glass syringe and the injection begun, when the clinician alleges a foreign material came off the syringe barrel ID and collected into a small clump of foreign matter inside the syringe. It is estimated that 1ml or less of marcaine was injected into the pt prior to the problem being noticed. The pt did not experience any ill effects due to this alleged event.